Event description:
It was reported following pump and catheter implant on (B)(6) 2014, the patient developed a post-op spinal headache due to surgical com plication. Additional patient symptoms included blurred vision and trouble tracking with one of his eyes. The patient was to have a blood patch done on (B)(6) 2014. There was no alleged product issue. No diagnostic testing or troubleshooting was required. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver lioresal additional information later reported the surgical complication that occurred was a spinal leak, and they did not know causation. A blood patch was performed. The patient reported having blurred vision and the physician said the patient couldn¿t track with one eye. Yesterday, the hcp said the patient was not doing better despite the blood patch. The plan was to perform a computerized tomography (cat) scan but the reporter did not know if it had been ordered by the physician. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had no history of anything like this ever happening before. Primarily between the 12th-13th the patient experienced a spinal ha that was worse while standing up, severe abdominal pain and spasms, blurred vision, crossed eyed (left eye mainly). Treatment included intravenous fluids, bed rest x2 days, and caffeine which did not improve the symptoms or resolve the issue. The patient was transferred to an acute care facility for a complete work-up. An MRI was performed and the cerebrospinal fluid was tested - all tests were normal. It was determined that the patient's cranial nerve issues were caused by diabetes and were not device related. There were no complications before, during or after the procedure, except the patient becoming symptomatic. All of the issues resolved except for the cross eyed-ness which is not device related. The patient was getting great spasticity control and there were no device issues.